Event description:
The surgeon prepared the shoulder for a 10mm stem. The 10mm stem was implanted and it was grossly loose. The surgeon trialed again with the 10 broach and it was solid. There was an issue with the cement restrictor being too large for the canal and the surgeon was not able to put the 10 smooth stem in because it was too long.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The received global advantage pc stem 10mm (product code 113710050, lot number 589418) and the global advantage stem 10 mm (product code 113710000, lot number d12022766) were forwarded to commercialized product development for evaluation ((B)(4)). A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.